Manufacturer narrative:
It is unclear if this lead will be returned. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial lead fractured. As a result, this lead was surgically abandoned. The physician elected to implant the system on the right side. Information was later received that this lead was explanted as it was crushed. No adverse patient effects were noted.